Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an abnormal no external power alarm was confirmed via review of the submitted and downloaded log files, collectively containing approximately 9 days of information (22may2023 to 31may2023 per timestamp). The white power cable was disconnected from 14v battery power at 20:54:22 on 27may2023. The white cable then appeared to be connected to a fully charged 14v battery at 20:54:26. However, within one second of initiating this connection, the voltage of the white cable dropped to ~0v. Shortly later at 20:54:31, the black power cable was disconnected to perform a power source exchange. Because the voltage of the white cable was ~0v at this time, a no external power alarm was activated. The emergency backup battery activated as intended and provided support to the system. The no external power alarm resolved at 20:54:34 when the black power cable was reconnected to a fully charged 14v battery. The observed event did not impact the ability of the controller to operate the pump at the set speed. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. No atypical alarms were able to be reproduced. The root cause of reported no external power alarm was determined to be a brief fluctuation in the voltage of the white power cable; however, the root cause of the fluctuation could not be conclusively determined through this analysis. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate iii patient handbook (rev. C - section 5) provides the user with the steps necessary to address all system controller alarms, including power cable disconnect, no external power, and backup battery faults. Heartmate iii instructions for use (rev. A - section 8) and heartmate iii patient handbook (rev. C - section 6) addresses how to properly care for, maintain, and store all equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1: reporter phone number: (B)(6) . No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a no external power alarm on (B)(6) 2023 while their black power cable was disconnected and their white power cable was still attached to battery power. The system controller was exchanged without troubleshooting the backup battery.